Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stylet/mandrel removal the tip of the device was inadvertently pulled as well causing the stent to slightly pull out of the stent sheath resulting in the reported premature activation. The noted deployed stent implant and the noted kinked stent sheath likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the the tip mandrel for the absolute pro self expanding stent system (sess), the stent was noted to be exposed from the sheath. Therefore, the sess was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another absolute pro stent was used in the procedure. No additional information was provided.